Event description:
A customer reports via email that following intraocular lens (iol) replacement surgery, he is now blind in the left eye. The company attempted to reach the consumer for additional information, but the phone number given via email was incorrect. The consumer has not responded to email requests for a correct contact phone number.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The company attempted to reach the consumer for additional information, but the phone number given via email was incorrect. The consumer has not responded to email requests for a correct contact phone number. This report was mailed to FDA on: 02/01/2008.